Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer stated to have repaired the issue and reported it was a cover to the o-rings for the exhalation port.

Event description:
The customer reported while using the vela ventilator, the monitored vt (tidal volume) is reading one hundred milliters below the set vt. The customer confirmed the issue by verifying the volume with an external analyzer. The issue occurred during pre-use test. There is no known reports of patient involvement associated with the event.